Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of premature battery depletion was not confirmed. A pacemaker was received at end of life(eol). Longevity analysis showed the pacemaker exceeded the projected longevity based on average monthly current usage indicating normal battery depletion.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited early battery depletion. The pacemaker was explanted and replaced. The patient was in stable condition.